Event description:
Boston scientific crm received information that this chronic right ventricular (rv) lead exhibited high threshold measurements while implanted. During a device replacement procedure for normal battery depletion, this lead was found dislodged due to twiddler's syndrome. Upon removal, the lead became stuck on some tissue and only a portion of the lead was able to be explanted. A new lead was successfully implanted and to date, no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the distal tip portion of the lead was not returned. Setscrew mark noted on terminal pin and ring. The lead insulation was twisted but not breached 9-18 cm from terminal pin. Both the anode and cathode coils were extremely stretched starting at 56 cm all the way down to the distal end where both ends show ductile fractures. The returned portion of the lead was electrically continuous.